Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present. The customer stated that the device was tested at the facility and the upstream occlusion alarm was reproduced at a rate of 600 ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce an upstream occlusion when no occlusion was present. Further evaluation observed cracks in the upstream occlusion alarm was caused by the cracked upstream sensor, and the upstream sensor was replaced.